Event description:
It was reported that the device did not last as long as expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. Performance data collected from the device was analyzed, and revealed that between (B)(4)-2011 the weekly trend shows min bat = 2.68 to 2.66 volts which is before the recommended replacement time less than equal to 2.62 volt.